Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2015 (summons) and current pfs (B)(6) 2014. Discrepancy noted in essure removal date (B)(6) 2014 (removal is prior to insertion as per current pfs). Patient received treatment for pain, bleeding, psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new events - abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, absence of menstruation, hypertrophy of uterus, rubber sensitivity, anaemia nos, endometriosis, pelvic adhesions, female pelvic peritoneal adhesions, ovarian cyst, adenomyosis uteri, paratubal cyst, overweight and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), vaginal infection ("bladder/urinary problems:vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with metronidazole (flagyl) and surgery (endometrial ablation and hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia and vaginal infection had resolved, the anxiety, vaginal discharge and depression outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2015 and (B)(6) 2014, (B)(6) 2009. Discrepancy noted in essure removal date (B)(6) 2014 (removal is prior to insertion as per current pfs). Patient received treatment for pain, bleeding,psych injury, vaginal infection. Discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, anemia,vaginal discharge. Lot number: 629301, manufacture date: 2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, absence of menstruation, hypertrophy of uterus, rubber sensitivity, anaemia nos, endometriosis, pelvic adhesions, female pelvic peritoneal adhesions, ovarian cyst, adenomyosis uteri, paratubal cyst, overweight and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), vaginal infection ("bladder/urinary problems:vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with metronidazole (flagyl) and surgery (endometrial ablation and hystrectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia and vaginal infection had resolved, the anxiety, vaginal discharge and depression outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2015 and (B)(6) 2014, (B)(6) 2009 discrepancy noted in essure removal date (B)(6) 2014 (removal is prior to insertion as per current pfs). Patient received treatment for pain, bleeding,psych injury, vaginal infection. Discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, anemia,vaginal discharge. Lot number: 629301. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient medical history, product lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), vaginal infection ("bladder/urinary problems:vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with metronidazole (flagyl) and surgery (endometrial ablation and hystrectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia and vaginal infection had resolved, the anxiety, vaginal discharge and depression outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2015 and (B)(6) 2014, (B)(6) 2009. Discrepancy noted in essure removal date (B)(6) 2014 (removal is prior to insertion as per current pfs). Patient received treatment for pain, bleeding,psych injury, vaginal infection. Discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, anemia,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received: reporters were added. New events- abnormal bleeding (vaginal), depression, vaginal discharge, device monitoring procedure not performed, were added, one event was updated from psych injury to mental anguish. Treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.